Event description:
It was reported when using the bd vacutainer® edta 2k there wasforeign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the fill-line looks like as if it is sticking out (there is the possibility that dirt is adhering onto the tube)."

Manufacturer narrative:
H6: investigation summary bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of the sample and photos was performed and revealed ink on the bottom of the tube. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® edta 2k there wasforeign matter in the tube(s) biological and non-biological the following information was provided by the initial reporter. The customer stated: "the fill-line looks like as if it is sticking out (there is the possibility that dirt is adhering onto the tube)."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.